Manufacturer narrative:
(B)(4). Batch # unk an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The procedure was lobectomy. The device was used on the superior pulmonary vein. The bleeding occurred at the 1st firing. The oozing was confirmed on the distal side of the tissue, so it was burnt with the electric knife. The middle part was clamped and sutured. The operation was converted to the open procedure. There were no adverse consequences patient, and patient is stable. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you confirm the bleeding was identified on the specimen and not the patient side? What was the reason for the conversion to an open procedure? Any patient bleeding or oozing on the patient side of the staple line? What was the indication for surgery? Did the patient receive any preoperative chemotherapy or radiation? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Were there any issues with staple formation throughout the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the deployed staples were unformed. A slight bleeding occurred from the cut end. There was some part that the staple was not formed on the central side. Two staples in the shape of straight line were fallen off. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2022. D4: batch # 696a51. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2022. H6: medical device problem code a24 omitted on previous mwr-21062022-0001205403.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Additional information was requested and the following was received: was the bleeding on the patient or the specimen side? The oozing occurred in the distal side. The proximal side was clamped and sutured. What was the reason for the conversion to open? When the proximal side was sutured, the surgery was converted to open. Was the reason to convert to open associated with difficulties with the device or if it was originally planned as a part of the surgical procedure. The procedure was converted to open, when the vessel was clamped and sutured.